Event description:
It was reported that the ventilator powered off and on multiple times while connected to a patient. It is unknown if the ventilator audibly alarmed when the reported problem occurred. The technician was unable to duplicate the problem in the lab after "hours of running." No patient harm reported.

Manufacturer narrative:
Na